Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 to 500 mg/dl. The customer¿s blood glucose level was 202 mg/dl, 385 mg/dl and took 2 units, had breakfast it was 127 mg/dl, later it was 204 mg/dl, and at doctors office it was 261 mg/dl. The customer blood glucose at the time of incident 548 mg/dl and his current blood glucose is 233 mg/dl. The customer was treated his high with her lantis and more. The customer also states the blood glucose was 538 mg/dl. The customer experienced symptoms such as nausea. The customer also reports damage, she fell and now piston does not move. The customer reports the drive support cap appears normal. The customer states performed displacement test and it did not passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to blank display. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.